Event description:
It was reported that during a remote check, the device had reached eri prematurely. When the patient reported to the clinic, it was not possible to interrogate the device. The patient had a decrease in heart rate, heart block was noted, and the patient was in syncope. The device was explanted and replaced with no further consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.